Event description:
It was reported that the external pulse generator shut off as soon as the battery drawer was opened. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper case, both bail covers, ring cover, and battery drawer are broken. One case screw, one bail, and ring are missing. Battery contacts are compressed. Keyboard window is scratched.